Event description:
The physician was using a complete self expanding (se) stent for treatment of phlebostenosis in the left side of iliac vein. It was reported that during deployment, the stent deployed automatically and moved from the intended target site. Physician tried to pull the stent to target lesion, but the stent still moved to the far-end of lesion. A second stent was implanted to cover the initial target site. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: root cause is undetermined. (B)(4).